Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in life-threatening hypoglycemia requiring emergency medical intervention and hospitalization and is consistent with the reported ambulance transport, seizure activity, and inpatient admission. Engineering log review indicated the ilet was functioning as intended, with no mechanical malfunction identified and periods of insulin delivery appropriately stopped during an incomplete cartridge change. Clinical assessment suggests the hypoglycemic event was most likely related to excess insulin exposure due to external insulin administration and possible insulin delivery during tubing priming events if performed while connected to the infusion set, in combination with reduced cgm availability and disabled low-glucose alerting. Based on available information, the event appears multifactorial, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 20 mg/dl. The user was transported by ambulance to the hospital due to experiencing a seizure, was hospitalized, treated with IV dextrose and glucagon, and discharged (B)(6) 2025. No long-term health effects were reported.